Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2015 with the following findings:a review of the black box showed evidence of call service 64 alarms. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the bolus button cover was torn, but the button responded normally to button presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 064 alarms during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.